Manufacturer narrative:
Date sent: 12/03/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastroplasty procedure, on the second and fourth firing, the device did not staple. Seven firings were performed. No further info was known.